Event description:
It was reported that the left ventricular (lv) lead had non-capture and was found to be dislodged completely out of the coronary sinus by x-ray. The physician was unable to re-advance the lead and it was removed and replaced. It was also reported that the device had an early recommended replacement time in less than four years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: c154dwk implantable biv defibrillator (B)(6) 2010; 5076-45 implantable pacing lead: (B)(6) 2010; 693565 implantable defib lead (B)(6) 2010. (B)(4).